Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient received a vibratory alert for low pacing lead impedance. In clinic review of trends, revealed the pacing impedance has decreased gradually for the last few months. Decreased sensing and oversensing were also noted. During device change out, externalized conductors were observed via fluoroscopy. Lead remains implanted and will be monitored remotely. Patient condition was good.